Event description:
When using blood glucose monitoring device after four weeks of its non-use; results were high (183-268 mg/l). It was reported customer went to the doctor due to the readings and her result was 208 mg/dl while doctor measured 78 mg/dl within one minute. No treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.